Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display, battery out limit and lost sensor. Customer stated they had a battery out limit, and then the blank display occurred. Customer stated the insulin pump alarmed during normal use. Advised we will send a replacement battery cap. The insulin pump passed the self-test. Customer stated the display returned. Customer's blood glucose was 167mg/dl.